Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni tni (troponin I) results generated on the access 2 immunoassay system for twenty one patients. The initial erroneously elevated results were reported outside the laboratory. The patient samples were retested on a different instrument and the results were within the normal reference range. The customer only provided data for two patients. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site to investigate the event. The fse cleaned the track, wash wheel, replaced aspirate probe tubing, aspirate probes, pinch rollers, pulley and mixer belt. Also, the fse verified the repair per established procedures. Results met published performance specifications. A definitive root cause could not be determined for this event. This is 6 of 21 separate MDR reports related to 21 patients events associated with a single malfunction report. Reference MDR numbers: MDR 2122870-2011-03703, 03704, 03705, 03706, 03707, 03709, 03710, 03711, 03712, 03713, 03714, 03715, 03716, 03717, 03718, 03719, 03720, 03721, 03722, 03723 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 through october 23, 2010 for additional reportable events.